Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported material separation issue was confirmed; therefore, this appears to be a potential product issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices. H6: removed conclusion code 67 replaced with 4307.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported material separation could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper lever cap separation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One ntw clip delivery system (cds) was inserted and grasping was performed. Independent gripper actuation was performed; however, on the gripper lever, the top cap detached from the bottom cap. The cap was easily reattached to the gripper lever, and the procedure was continued. One clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.